Manufacturer narrative:
Additional common device name: exd irrigator, ostomy. Additional pro code: exd. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the trap door of an unknown chait cecostomy catheter would not close completely, in which the female patient observed drainage from the catheter. The tube was placed approximately two years ago and was regularly changed by an interventional radiologist every three months. The inability of the trap door to be completely closed is an issue that has been occurring since initial device placement. Additional information regarding event and patient details has been requested, but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation the customer contacted cook on 16nov2021, stating that the trap door device being used for an unknown procedure, would not close. The initial placement of the device was approximately two years ago and is regularly changed by an interventional radiologist every three months. The customer sates that the trap door not closing is something that has been occurring since the initial placement. The area programs manager described the "unique application" of the device as "this product is traditionally used for patients who have no bowel control (incontinence). They use it in the morning to clear the bowel, so they don¿t have any ¿accidents¿. This patient was using hers for constipation." It was understood that the device was not being replaced due to leakage, but to routine changes. The rpn for this trap door and the lot number for this product is unknown. Reviews of the documentation, including the complaint history, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be performed due to the lack of lot information provided by the customer. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet t_tdcs_rev7. In the precautions section it states: the catheter should be changed every 6 months to reduce the risk of catheter fracture in patient. In the patient instructions for maintenance of chait trapdoor cecostomy catheter states: note: 5) after use, patient should remove connecting tube and pin from trapdoor fitting, and close fitting to prevent leakage. In the how supplied section is states: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered from the dmr review, the inability to perform the DHR, and with no device return, cook was not able to determine the product out of specification. There was no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could not be established. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.